Event description:
The customer contacted baxter's service center regarding a check supply line alarm which occurred on the homechoice (hc) during use while refilling the heater bag. The home patient (hp) stated that they connected the purple bag to the wrong line, so they disconnect that bag and added another purple bag. The technical service representative (tsr) asked the hp if they disconnected a bag and added a bag to the same line. The hp stated "yes". The tsr explained that baxter did not recommend disconnecting a bag and adding a bag to the same line for the hp's safety. The tsr explained that they would assist with ending therapy, and the hp could finish therapy with manual bags. The hp stated that they only had red manual bags. The tsr explained that the hp would have to contact the registered nurse (rn) about using manual bags. The tsr reviewed that the fill volume (fv) was equal to 131ml. The tsr asked the hp if they would like to do a manual drain. The hp stated they would contact the rn and contact baxter again. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(6) 2012. She had spoken to her nurse about proper procedures regarding reusing supplies. Therapy has been going well since and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.